Event description:
Customer reported that pump declared alarm 20 during pumping intermittently. Blood glucose level did not exceed 500 mg/dl, and no adverse impact to the customer¿s blood glucose level was noted. Technical support arranged for pump replacement under warranty, provided instructions for putting the pump into storage mode, and advised customer to return faulty pump using a pre-paid label within 10 days. Customer has no current backup insulin delivery method and plans to contact their healthcare professional.